Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia repair, the sonicbeat device did not fit properly in the trocar. Upon application of force, the tissue pad peeled off and separated from the device. The tissue pad did not fall into the patient's body. The intended procedure was completed successfully using an olympus backup device. No patient harm was reported in association with this event.